Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a48 alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that the insulin pump had force sensor calibration values corrupted error. The customer¿s blood glucose level was unknown. The customer stated that it cleared itself. It vibrates then it gives a countdown. Customer reported that the insulin pump was not require rewind. The customer was advised the insulin pump will need to be replaced. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.